Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the issue with the meter started "2-3 days" prior to contacting lfs, when she obtained alleged inaccurate high blood glucose results of "166, 197, 197 and 232 mg/dl" compared to "139, 141, 145 and 154 mg/dl" on another meter (onetouch verioiq) , performed within 30 minutes of each other. The patient does not administer medication to manage her diabetes. She reported that as a result of obtaining the alleged inaccurate results, she consumed less food/drink. She alleged that an unknown time after the start of the issue, she developed symptoms of "dizzy and shaking, out of control and weird feeling." She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The cca also noted that the patient had used correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. The cca walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high blood glucose readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. A DHR (device history record) was also completed for this product and no deviations, non-conformances or reworks were observed. In addition, performance testing with blood was performed on retain test strips. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.